Manufacturer narrative:
5/30/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - complaint is unconfirmed; this is due to the product not being returned for review. Device history evaluation - DHR review nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
Customer initially reports the system is over heating and smoking. (B)(6)2017 integra territory manager reports the device issue occurred during a spinal fusion. Customer has no further information except no harm done.